Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the pump display screen has dimmed over time and is now difficult to read. Patient stated that there was no power loss. Patient also reported that there was no trauma and no moisture ingress to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/7/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.